Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was cracked around the reservoir compartment and would not deliver a bolus. The customer's blood glucose was unknown. The customer stated they had a high blood glucose and attempted to deliver a bolus, but it would not deliver insulin. Troubleshooting was not completed as attempts to contact the customer were unsuccessful. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.